Event description:
The customer reported a less than one ml diluent leak under the front of the coulter lh 780 hematology analyzer. Per customer, the leak was not contained within the instrument. The fluids associated with this leak may be diluent and blood while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds. The facility does have an exposure/risk management plan available. On (B)(4) 2012, a field service engineer (fse) found a small pin hole in the tubing #205 on the blood sampling valve on the instrument. The fse replaced the tubing #205 connected to the bsv and resolved the leak. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications.

Manufacturer narrative:
The cause of the leak was pinhole in tubing #205. (B)(4).